Event description:
It was reported the patient had bilateral hematomas on each lead noted by imaging. Serious phasic disorder associated with memory disorder was noted. The extensions and stimulator had not been implanted. The extensions and lead were to be placed at a later date. The event was noted as related to both leads. The event resulted in prolongation of hospitalization. No action was taken and the event resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3389-40, lot# 0207462650, implanted: (B)(6) 2013, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-95 , serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator. (B)(4).

Event description:
Additional information reported the event was related to the procedure and not component related.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the no actions taken box was unchecked. The data was entered in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology of the event was updated to state that the event was not related to the device/therapy or the implant procedure.